Event description:
It was reported that a programmer shutdown by itself and didn't restart. Preliminary analysis confirmed the reported issue.

Event description:
It was reported that a programmer shutdown by itself and didn't restart. Preliminary analysis confirmed the reported issue.